Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. A similar marketed device of eg34-j10u-us is available with a 510k of k200090. International medical device regulators forum (imdrf) adverse event reporting (B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event which occurred in the emea region involving pentax video colonoscope eg34-j10u. In the event reported the it was stated that a wire came out from ift. Ift deformed, compressed. The endoscope is in a poor condition. There was no adverse event reported with this complaint. No additional information was provided. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.